Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. The customer's blood glucose level was 190 mg/dl. During trouble shooting with tandem technical support, the pump was reset and the issue was resolved. The customer continued to use the pump for insulin therapy.